Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that did not pass the calibration procedure for minimum downstream occlusion pressure. This condition was found in the biomed department upon power up. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that did not pass calibration procedure for minimum downstream occlusion pressure was not confirmed during product evaluation. The reported condition could not be reproduced; therefore, no repair was necessary. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.